Event description:
It was reported that during an implant procedure, the patient experienced cerebrospinal fluid leakage (csf). It was also noted that patient experienced severe pain post-operatively and requested for more medication. The physician determined that the patient was neurologically stable. It was unknown if intervention was provided for csf leak. The patient was reportedly doing well.